Event description:
It was reported that during an angioplasty procedure, air allegedly leaked at the first inflation attempt. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. On visual evaluation of the device, no specific anomalies noted. Upon functional evaluation, the device was inflated with an in-house presto device and water was noted to be leaking from the balloon bond joint to the catheter. Microscopic observation was performed and noted a circumferential break at the proximal glue joint. Therefore, the investigation has been confirmed for the reported leak as the water leaks from the catheter bond joint to balloon during the functional testing. The investigation was also confirmed for the identified break as a circumferential break at the proximal glue joint was noted during the microscopic observation of the returned device for evaluation. During the microscopic observation a break was noted on the proximal glue joint on the catheter which might have contributed the reported leak. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2024).